Manufacturer narrative:
Concomitant medical products: 4568-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited an issue with the longevity estimator, displaying a rapid drop in battery voltage. The clinician expressed general frustration related to the longevity estimator. The device was explanted and replaced. No patient complications have been reported as a result of this event.